Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (28mg/ml at 6mg/day), bupivacaine (4mg/ml at 0.552mg/day), and clonidine (unknown concentration at 0.885mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had a normal pump replacement. When the hcp opened the pump pocket, he found white, hard substance, "looked like paint chips." This patient had normal refills, volumes had been appropriate, normal pain relief. No environmental, external, or patient factors were known to have caused this issue. The catheter was aspirated appropriately. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified wearing on the lower shaft of the rotor magnet. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. If information is provided in the future, a supplemental report will be issued.